Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that upon visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing was cracked and had a scratch mark from the cam mechanism, and the cam mechanism was also damaged, this is due to the valve receiving some form of impact. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 3.1.2003. The root cause of the dislodgement is due to the valve receiving some form of impact. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The surgeon reported that the codman valve was not working. The valve was explanted. The physician reported that the cam of the shunt just rotating. There was not adverse outcome for the patient or delay in surgery reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.